Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that the target lesion was moderately tortuous, heavily calcified and located in the mid right coronary artery (rca). The xience v 2.5 x 18 mm stent was advanced and positioned at the lesion. However, the stent delivery system (sds) balloon could not be inflated and the stent was not deployed. It was replaced with a xience v 2.5 x 15 mm stent. No adverse patient effects were reported. There was no clinically significant delay of procedure reported. No additional information was provided.